Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly. The patient experienced recurrent urinary incontinence and presented with bladder lesions. A surgical procedure was performed, during which the aus was completely replaced. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1000133224. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 1000152996. Model/catalog description: control pump fgs. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.